Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. A cartridge change was performed resolving the issue.